Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided; a corrected report has been submitted under 0001822565-2026-00204.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided; a corrected report has been submitted under 0001822565-2026-00204.

Manufacturer narrative:
(B)(4). D10: 110010247 g7 osseoti 4 hole shell 58mm g 67035482. 110024465 g7 dual mobility liner 46mm g 66664855. 010001002 g7 screw 6.5mm x 45mm 6514808. 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length 66673233. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had an initial left tha with depuy implants. Patient had a revision surgery. Patient reported ICD coding corresponding to broken internal left hip prosthesis as an indication for revision. The depuy stem was retained, all other components of depuy (shell, liner and head) were revised. Zimmer biomet g7 shell, liner, bearing and screws were implanted, along with a depuy biolox head. No operative notes provided of the initial or revision surgery. Patient reported via a phone call to zb representative that they received mixed implants with zb and depuy components. The patient has significant nerve damage post-op. No medical records are provided related to the issue. A definitive root cause cannot be determined. However, an off-label use was identified as zb implants were used in conjunction with competitor products. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. Please note per the IFU it states "do not use components of the g7 acetabular system with components of any other system or manufacturer, unless authorized by zimmer biomet." And " zimmer biomet or its affiliates are not liable for complications and/or failure that may arise from use of the device in circumstances outside of zimmer biomet or its affiliates control including, but not limited to, product selection and deviations from the device¿s indicated uses or surgical technique." If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported a patient had an initial left total hip arthroplasty with competitor products followed by a revision for an unknown implant failure. During the procedure, the competitor stem was retained, and all other products were revised. The patient is now reporting significant nerve damage. No further information has been provided.